Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The user received an early sensor replacement alert on (B)(6) 2023, on day 13 after sensor insertion. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.